Event description:
A surgeon reported that there was air in the infusion line during a procedure. The issue was resolved by clamping the air line. The case was able to be completed with the same pack with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).